Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed a "check electrodes" message and a dotted line on the display. Complainant indicated that there was no pt involvement in the reported malfunction.